Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited a detached bending section from the distal end and a chipped objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the detached bending section from the distal end, and the chipped objective lens, the cause was due to an excessive or inadequate physical force exerted on it by another object, resulting in wear, bending, deformation, fracture, and fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.